Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of march 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. "

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: poor separation after centrifugation.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: poor separation after centrifugation.